Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient think the implant is completely dead and is "like shocking" her. The patient said a couple weeks ago saturday, it was so bad that her back had tightened up and she could not move or bend. The patient stated that she has not been able to charge her implant and tried using the recharger she has now and tried using her recharger from her previous implant, and neither of them will charge her implant. The patient said it has been a long time since she has been able to charge the implant and stated it has been months. During the call the patient service agent had the patient try and start a recharging session and the patient described that she was seeing the reposition antenna screen. The patient said it has been forever since she first noticed that she cannot recharge her implant, but was unable to provide an event date. No further complications were reported. No patient symptoms were reported.